Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, device patch with lot number 2403267, red particles on the shell, red and white biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.